Event description:
It was reported ", during use, it was found that the electrocardiogram was severely. Change another pump, the malfunction still exists". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "severe EKG interference" is confirmed based on the video provided. The video shows a noisy ECG signal. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the noisy ECG signal. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported ", during use, it was found that the electrocardiogram was severely. Change another pump, the malfunction still exists". No patient injury or consequence reported. The patient's current condition is reported as "fine".